Event description:
Procedure type: tep. According to the reporter: the structural balloon popped under normal inflation. The balloon did not break into pieces. Removed and used another to complete the procedure. The operating time and incision were not extended as a result. No patient injury was reported.